Event description:
It was reported that a minicap transfer set would not connect to a solution bag. This occurred during patient use. The reporter stated that the patient was trying to twist the connection between the solution bag and the transfer set and the connection would not completely tighten. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported connection issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.